Manufacturer narrative:
The referenced driveline infections were previously reported under medwatch MFR report #s 2916596-2015-00140 and 2916596-2015-00766. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 7 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient continues to be treated for a chronic driveline infection and is ongoing with suppressive antibiotic therapy. The patient was admitted for driveline site debridement and placement of a vac vacuum assisted closure device. No additional information was provided.